Event description:
It was reported while twisting the bd vacutainer® eclipse¿ blood collection needle, into the holder, it would not lock in, it would just keep twisting. This occurred an unspecified number of times. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541 a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.